Event description:
We are our daughter's legal guardians. She has an autoimmune insulin disorder. When her blood sugar rises, her body over-reacts and sends her blood sugar plummeting to the 40s. The only way to catch these low blood sugars is a continuous glucose monitoring. She uses the libre 2. On thursday, feb 22nd, her phone turned into a brick due to the at&t outage and wouldn't connect with her cgm at all. Her blood sugar plummeted when she was on the bus ((B)(6)) and (B)(6) had to call the life squad. She also has an sptan1 mutation and when her blood sugar drops, her muscles cramp resulting in weeks long muscle stiffness and pain. The libre 2 is designed to be used with either a phone app or a monitor but not both. In order to use the monitor, a new cgm must be used. This is a design flaw I think as no one carries both a new cgm and the monitor at all times, in case the phone service isn't available. Life squad checked glucose and by that time it was 100 as the bus driver had already administered a juice container.